Manufacturer narrative:
(B)(4). One (1) leopard 5deg lordosis 7mm cage [product code: 1864-48-007] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that one side of the cage had fractured. The fractured segment was not returned with the cage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the leopard cage fracturing cannot be positively determined. However, as noted in the accompanying instructions for use, when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of thoracolumbar fusion. Surgeon was inserting a tlif transforaminal lumbar interbody fusion cage at l4/5 when the cage broke on insertion. He was inserting the cage with the same method that he always does, there was no undue force used. It appeared to simply break up. All pieces were removed from the patient. The cage is available for examination, it has been decontaminated and sterilised. The surgeon did not use another cage, he packed the disc space with autologous bone. The cages are not in sterile package, they are available in the set when it has been sterilised for use in theatre. Photos were taken of the broken cage. No delay or adverse event. No other information available. Update 04 may 2016 - the name of the procedure was incorrectly captured as a "revision of thoracolumbar fusion." The correct name of the procedure is a t10 - pelvis fusion and this was not a revision.